Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had multiple insulin pump error. Customer¿s blood glucose was 5.3 mmol/l. Customer was able to rewind the insulin pump and self test did not pass as well as stopped delivery. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will not be returned for analysis.